Event description:
A discordant lower advia centaur gentamicin peak result was obtained on initial testing and reported by the customer. The customer initiated pt comparison testing after new reagent was added and calibration performed. The comparison pt testing resulted with a higher peak value for pt sample #2. The sample was sent out to a sister lab for additional gentamicin testing and the result agreed with the new reagent test result. The initially reported peak result was corrected. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant gentamicin peak result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause of the discordant advia centaur peak gentamicin result is unk. The instrument is performing within specification. No further evaluation of the device is required.